Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Disrupt-af registry. It was reported that a pulse field ablation procedure was completed involving a faradrive sheath, the same day following the procedure a vascular access complication (hematoma) was noted. Patient required prolonged hospitalization. No further patient or procedure details were provided.